Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implantation the screw broke. All pieces of the broken screw were removed from the patient. A backup device was available to complete the procedure without delay or patient impact.

Manufacturer narrative:
One 8x25mm biorci-ha screw was returned for evaluation. Visual assessment of the screw confirmed the reported breakage as the screw was returned in two pieces. Approximately 5mm of the distal threads have broken off and was not returned for examination. The screw is also cracked in multiple places. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specification. The condition of the screw indicates the screw was subjected to excessive force during insertion. This investigation could not identify any evidence of product contribution to the reported complaint.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.